Manufacturer narrative:
Fse had ordered the necessary replacement parts such as: tube assy, pressure, cover, console and returned at onsite to install. Fse had also completed a full pm and all the tests have been passed according to the factory specifications. The unit was returned to the customer and released for clinical use. The failure analysis and testing dept. Received the following parts associated with this complaint: cover, console, tube assy, pressure. These parts were sent in with the reported complaint of cover console damage.the failure analysis and testing dept. Performed a visual inspection and found the cover console was damaged (bent inward). The pressure tubing had a slight indentation from the cover pressing on the tubing. The fat dept. Verified the complaint of a damaged cover and pressure tubing. Retaining the parts in the fat dept. Per procedure number 0002-07-d008 rev.ar. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) back cover console was found damaged/ bent inward. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).